Event description:
The hospital reported that during preparation and during the endoscopic vein harvesting procedure, the audible tone of the power supply was not recognizable. The procedure was completed as expected. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report wil be submitted if the device is rec'd. Internal file number - (B)(4).